Event description:
It was reported that this right atrial (ra) lead was surgically repaired using a lead repair kit due to insulation breakdown. Moreover, there were no electrical continuity issue noted. This lead remains in service. No additional adverse patient effects were reported.